Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon catheter was to be used for a procedure performed on (B)(6) 2017. According to the complainant, during preparation, two different creases were noted on the blue tubing of the balloon. The device was not used in the patient and the procedure was completed with another uromax ultra balloon catheter.

Manufacturer narrative:
A visual and microscopic examination of the returned complaint device found that the balloon was folded and had not been subjected to positive pressure. No issues were noted with the balloon material and tip or markerbands; however, multiple severe kinks were noticed along the shaft length of the device which was consistent with excessive force being applied to the delivery system. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during unpacking, preparation, shipping, at the end of the procedure or when packaging for return. Therefore, the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon catheter was to be used for a procedure performed on (B)(6) 2017. According to the complainant, during preparation, two different creases were noted on the blue tubing of the balloon. The device was not used in the patient and the procedure was completed with another uromax ultra balloon catheter.